Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the infusion failed, no fluid flowed out, during a cataract procedure causing the patient's anterior chamber to collapse twice and the posterior capsule ruptured with vitreous overflow. The incision was enlarged and the overflow of vitreous was removed. The intraocular lens was implanted (suspended it) after the cortex was removed. No additional information is expected.

Manufacturer narrative:
The lot complaint history was reviewed, this is the fourth complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. A sample for this complaint report has not been received; visual inspection or functional testing could not be conducted in order to ascertain the failure mode for the consumable device. Without sufficient evidence (i.e. A returned sample) a causality for this reported event could not be determined. A sample was not returned, therefore the root cause for the customer complaint issue cannot be determined and specific action with regards to this complaint cannot be taken. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and a root cause evaluation could not be performed. Analysis of complaints of this nature confirm no unfavorable trend for this event. The manufacturer internal reference number is: (B)(4).